Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated she was currently residing in netherlands. Customer was advised to contact the local office to get the insulin pump replaced. Blood glucose value is unknown.